Event description:
It was reported that the wake button was difficult to press and the screen was dark. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.